Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl. Reportedly, the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Customer was unable to provide meter bg reading. This level of inaccuracy does not present significant medical risk according to the parkes error grid. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline and dextrose. Reportedly, the customer was released on (B)(6) 22 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.